Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: device history reviewed on 07 october 2019. 1 unrelated non-conformances on this lot number. Final micro and sterility tests passed. (B)(4) units released. Lot expiry date: 31 may 2017.

Manufacturer narrative:
(B)(4). Occupation: initial reporter occupation: lawyer. Dmf# - (B)(4). Trade name ¿ (B)(4). Active ingredient(s) ¿ gentamicin sulphate. Dosage form ¿ powder. Strength ¿ 1.0g active in our cements. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee litigation record received. Litigation record alleges pain, discomfort, instability, difficulty ambulating and aseptic loosening of the tibial component at an unknown interface. Depuy cement was used. Doi: (B)(6) 2015. Dor: (B)(6) 2018. Right knee. Additional information 12/17/2020. Surgeon uses depuy 2 ((B)(4)) or depuy 2 with gent ((B)(4))based on patient. He would have likely used 2 batches which is his norm.